Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the zimmer air dermatome was skipping while taking a graft. There was no harm or delay that was reported. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The customer returned an air dermatome device for evaluation. Zimmer biomet surgical has previously repaired/evaluated this air dermatome once. The last repair was april 29, 2016 where it was reported that the device was lacking power and the standard repair parts were replaced. This is not a related issue. The device history record (DHR) and previous repair report review noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections and tests were successfully completed. Product review of the air dermatome by zimmer biomet surgical revealed that the motor was over the motor speed specification (6,970 rpm). The control lever torque testing was not performed. The device was within calibration. The head was worn on the top and there were several nicks on the side of the device. Repair of the air dermatome was not performed by zimmer biomet surgical since at the time of this investigation the customer has not made a decision on the aged repair quote. The reported event was confirmed since improper motor speed can cause the device to not function properly and cause the device to possibly skip. The root cause of the unit skipping while taking grafts was due to motor running over motor speed specifications. It is unknown how the motor issue occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.